Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was dropped hard causing damage to insulin pump. Customer reported that there were only lines accross display screen. Customer reported that blood glucose was low at 64 mg/dl and was transported to the hospital by paramedics. Customer was hospitalized on (B)(6) 2016. Customer was treated with a glucagon shot. Troubleshooting could not be performed on insulin pump due to damaged display screen. Customer' was advised that insulin pump would need to be replaced.